Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 975386) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure". On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain upper ("stomach pain") and pain in extremity ("leg pain"). In 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2014, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), alopecia ("hair loss") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (da vinci robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, back pain, genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, iron deficiency anaemia, dermatitis allergic, hypersensitivity, urinary tract infection, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nausea, weight increased, vaginal haemorrhage, migraine, abdominal pain upper and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for bladder/urinary problems. Date(s) of insertion: (B)(6) 2011 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Lot number:975386 manufacturing date:2012/04 expiration date:2015/04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-apr-2021: mr received : case become incident. Removal details and reporter added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.